Event description:
Patient was on 2 drips for bp support. Gemini pc4 pump failed on all 4 channels and power stopped, stopping infusions. Reported that this event was life-threatening and required intervention to prevent permanent impairment/damage. Patient did die the next day, but not from this event. The pump was returned to distributor. The co reported having run the pump for many hours and was not able to recreate the failure. Qa said that the pump was tested at the facility by the facility biomed and mediq prn representative. No problem found during testing. No relevant errors found in the log. Mediq prn then took the pump back to their own facility and tested it for a week and again found no problems.